Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced a hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwenr surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The prior perfix plug was removed and another perfix plug was implanted to repair the hernia defect. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced a hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient was diagnosed with hernia recurrence, mesh migration thereby underwent repair with partial mesh removal (perfix plug onlay). Per op notes "the mesh (perfix plug onlay) had detached itself from the symphysis and underneath this area." This supplemental emdr represents the perfix plug (device #1). An additional emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwenr surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The prior perfix plug was removed and another perfix plug was implanted to repair the hernia defect. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with direct right inguinal hernia and underwent open repair with implant of perfix plug (device #1). Per operative notes, "right inguinal round ligament transected. Extra-large perfix plug was placed into the defect. Onlay of mesh (perfix plug onlay) was placed and sutured to the symphysis pubis and shelving edge of the conjoint tendon.¿ (B)(6) 2015 - patient was diagnosed with recurrent direct right inguinal hernia thereby underwent open repair with onlay mesh removal (device #1) and implanted with perfix plug (device #2). Per operative notes, "the mesh (perfix plug onlay) had detached itself from the symphysis and underneath this area, there was a direct defect. So, this piece of mesh (device #1) was removed. An extra-large perfix plug (device #2) was placed into the defect and sutured". (B)(6) 2017 and (B)(6) 2017 - patient visited hospital due to a bulge in the right groin, bloody discharge associated with constant pain and infected hernioplasty mesh. No purulent discharge present. (B)(6) 2017 - patient was diagnosed with right inguinal hernia, soft tissue infection and underwent bassini open repair with partial explant of infected mesh. Per operative notes, "there was lot of indurations and the hard scar tissue was making the dissection difficult of the different fascial layers. The infected mesh (device #2) was then encountered and resected. The plug (perfix plug - device #2) was felt through the abdomen wall, however there was noninfected tissue in between. There was no need to try excise the plug and spread the infection into the abdomen. Hence, primary tissue repair was done and fascia was closed". (Note, there was no mention of plug portion of perfix plug (device #1) during this procedure).¿ (B)(6) 2017 to (B)(6) 2018 - patient frequently visited hospital for follow up after removal of infected mesh. Patient had methicillin-resistant staphylococcus aureus (mrsa) wound infection, right groin pain and evacuated seroma from the wound. There was non-healing wound which eventually healed after wound care. (Note, there was no mention/visualization of device #1). On or about (B)(6) 2018 - patient was scheduled to undergo revision surgery. (Note, no operative notes were provided). Attorney alleges that the patient had abscess, adhesions, infection, mesh migration, nerve damage, pain, hernia recurrence, seroma and emotional injuries. It was also alleged that the patient had trouble with proper wound healing, soon after developed mrsa.